Event description:
Per the clinic, the patient began to experience poor sound quality and popping noise causing tinnitus with the device use in early (B)(6) 2023 (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was administered with a pack of steroids for six days regimen in early (B)(6) 2023 (type and specific date not reported). Unfortunately, on (B)(6) 2023, the patient once again heard the popping sound and subsequently was treated with another course of steroid (type, specific date and duration not reported). The implanted device remains.